Manufacturer narrative:
On 11-feb-2022, the suspected medical device was returned for evaluation. On 17-feb-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear at the junction between the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Mentor did not receive permission to perform destructive testing. Mentor did not receive permission to perform destructive testing. As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. The patient underwent removal without replacement on (B)(6) 2022. Upon explantation, left-sided rupture was observed. The patient was fully recovered after the revision surgery. At the time of this report, it is unclear as to the reason why the patient underwent the removal surgery on (B)(6) 2022. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant prosthesis and experienced left-sided rupture postoperatively. The patient underwent removal without replacement on (B)(6) 2022. Upon explantation, left-sided rupture was observed. The patient was fully recovered after the revision surgery. At the time of this report, it is unclear as to the reason why the patient underwent the removal surgery on (B)(6) 2022. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.